Event description:
The customer reported the system foot peddle gets stuck and continues to fluoro. This may indicate an uncommanded x-ray issue. There was no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported.